Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to performed the load fill tubing sequence multiple times. The customer alleged not exiting out of the load sequence. Customer's blood glucose level was 140 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.